Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer report they had issues with their insulin pump. The customer states they had insulin flow blocked alarm. The customer's blood glucose level was unknown. The customer's blood glucose level had been as high as 449mg/dl. The customer states the alarm was resolved by infusion and reservoir change. The customer was advised of proper calibration times.